Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Dentsply sirona became aware of a serious injury with an implant due to a malfunction of screw that occurred while using the xive implant system. This report is for the dental implant device. The dental abutment device report was submitted under MFR report # xxxxxxx. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a serious injury with an implant due to a dental screw malfunction.